Manufacturer narrative:
The impella lp2.5 was received and a failure investigation was completed. Data logs found pump to have operated to specification. Simulated use testing and visual inspection found no defects. A review of the device history record found no manufacturing issues or reworks associated with this pump lot. There are no other complaints associated with pumps or repositioning sheaths from this lot. The root cause of low flows and hemolysis were unable to be definitively determined.

Manufacturer narrative:
The impella lp2.5 has not been returned from the customer, therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed with the results of the investigation.

Event description:
The complainant reported a (B)(6) male caucasian presenting with acute myocardial infarction and cardiogenic shock for cardiac support with the impella lp2.5. The device was placed without issue, however, oozing from the insertion site developed during support and a hematoma formed. Additionally, patient showed signs of hemolysis via hemolyzed labs. As treatment, blood products were delivered and the device was removed. The patient remained in stable condition and a 2nd pump insertion was not required.